Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an unspecified procedure, package damage occurred. Upon receipt of the zero tip retrieval basket, it was noted that there "appeared to be a slice in it" and the "product packaging was not properly sealed". The device was not used during the procedure. It was not known how to procedure was completed.